Event description:
On (B)(6) 2012, customer reported that the lxi 725 instrument leaked under the sample probe wash area and in the bottom of the cta (closed tube aliquoter). The spill was identified as wash buffer ii, with the possibility that it was tainted with sample. The volume of the leak was unknown, and the leak was contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found a that the active wash station assembly leaked. Fse removed and replaced the active wash station assembly and this resolved the issue. The service activity performed was verified to meet the specified requirements per established procedures.

Manufacturer narrative:
Results: fse replaced the active wash station assembly. (B)(4).